Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the delivery system; however the deployment handle was detached from the outer sheath. A series of minor kinks were noted along the outer sheath where the stent was mounted, and distal to the mounted stent. A functional examination was performed, and it was not possible to retract the outer sheath by hand in order to deploy the stent. The shaft of the device was dissected and the inner shaft and stent were withdrawn. Examination of the deployed stent and the inner shaft found no anomalies. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted within the patient's colon during a colonoscopy procedure on (B)(4) 2010. According to the complainant, during the procedure, the stent was unable to be fully deployed. The stent was re-constrained and removed from the patient without issue. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Based on investigation results, of handle break, this is now a reportable event.